Manufacturer narrative:
Added information to section b5 (describe event or problem) updated section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
Edwards received notification from egypt that a 75-year-old patient with a 27mm perimount valve implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of five (5) years and two (2) months due to structural degeneration leading to stenosis and regurgitation, with right ventricle dysfunction (left ventricle ejection fraction >60). Reportedly, the valve started to degenerate one year before surgery. The patient presented with symptomatic heart failure. A non-edwards transcatheter valve was implanted within the surgical device with no reported complications. The patient was noted as to be discharged home in good condition.

Manufacturer narrative:
E1. Reporter name and address. Address - line 1: (B)(6). H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from egypt that a 75-year-old patient with a 27mm perimount valve implanted in the tricuspid position was planned for a valve-in-valve procedure after an implant duration of five (5) years and two (2) months due to structural degeneration leading to stenosis and regurgitation, with right ventricle dysfunction (left ventricle ejection fraction >60). Reportedly, the valve started to degenerate one year before surgery. The patient presented with symptomatic heart failure. A transcatheter heart valve was planned to be implanted in replacement.